Event description:
It was reported that the patients ipg site was not healing properly. The patients ipg was so shallow that the border of the ipg was visible and the patient experienced discomfort. It was noted that the physician had nowhere else to put the pocket due to patients anatomy and small frame. The physicians plan was to prescribe the patient with antibiotics. Additional information was received that the patient was doing well.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg site was not healing properly. The patients ipg was so shallow that the border of the ipg was visible and the patient experienced discomfort. It was noted that the physician had nowhere else to put the pocket due to patients anatomy and small frame. The physicians plan was to prescribe the patient with antibiotics.